Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. A visual examination revealed that the lead's helix was retracted with traces of blood and the full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was found to be dislodged. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.